Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event and treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4): upon follow up it was reported that the cause of the peritonitis was due to a break in aseptic technique. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was treated with vancomycin intraperitoneally (ip) and gentamycin ip (dose and frequencies not reported) for the event. The patient was retrained on proper aseptic technique and recovered from the peritonitis. No additional information is available at this time. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. As the cause of the peritonitis was due to a breach in aseptic technique, the cassette is no longer a suspect product in this event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i10021 and h13j09071 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).